Manufacturer narrative:
(B)(4). On an unreported date, dianeal therapies were discontinued (previously it was reported that dianeal therapies were ongoing). The patient was not recovered from the previously reported peritonitis event (previously the outcome was reported as unknown). The previously reported antibiotic treatments for the peritonitis event were given intraperitoneally. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient not wearing a mask and not cleaning the area before starting therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with injection vancomycin (route not reported, 500 mg, frequency and duration not reported) and injection ceftazidime (intraperitoneal, 250 mg in each bag, frequency and duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, patient outcome was unknown. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.